Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (use of a device for pre-implant aneurysm rupture) .

Event description:
An endurant stent graft system were implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The patient presented with a ruptured aneurysm. The stent grafts were successfully implanted. It was reported that the patient had lost a large amount of blood prior to the stent graft being implanted. The patient expired later the same day as the index procedure due to the large amount of blood loss. No additional clinical sequelae were reported.